Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was really sick, almost died and lost over 100 pounds. The patient reported that because of the weight loss, the ins had come close to the skin, you could see it and the ins had moved over. The patient reported that she couldn¿t sit in a chair because it hurts so bad. The patient reported that she had the ins turned off about 6 months ago. The patient was looking for a surgeon to have her device removed. No further complications were reported.